Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that, the customer received with multiple insulin pump errors. The patient¿s blood glucose level was 183 mg/dl at the time of the incident. Issue was not resolved by troubleshooting. Did self-test and which did not pass. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement and displacement test. Insulin pump received with normal operating currents. Insulin pump monitored for several hours and no blank display, flashing screen or dark screen noted. The battery tube connector plugged in properly to electrical board during visual inspection. However, the motor arm cannot communicate with the main arm alarm and hardware low level failures alarm (variable info=3) confirmed in the insulin pump history due to broken trace on keypad assembly. The motor arm cannot communicate with the main arm and software error detected alarm found in the pump history due to software error. Insulin pump received with serial number label fading and insulin pump received with cracked case corner of the belt clip rails near the battery compartment. Insulin pump unable to verify battery cap damage due to insulin pump received without the original battery cap.